Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported leaking at the connection point between the cardinal health monoject¿ magellan¿ hypodermic safety needle and the bd phaseal¿ optima injector (n35-o). There is also another piece that is placed into the injector (bd phaseal¿ optima connector) so that the needle can be attached. No patient injury was reported.